Manufacturer narrative:
Date sent: 07/16/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the trocar was leaking in the reducer. Unknown how the case was completed. There was no patient consequence.